Manufacturer narrative:
(B)(4). Date sent: 06/18/2021. D4: batch # u5f05e. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 28 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the knife did not return to home position, or the device could not be opened after the firing. The target tissue was pulled out from the device from the side to release the device. The device was used for the anastomosis for the small intestine and the colon. Another device was used to cut the small intestine. Another device loading another cartridge was used to cut the colon, but the half of the staples were not deployed, so the device was replaced to fire again. There were no adverse consequences to the patient. The procedure was not converted to an open procedure. The device functioned with no problem before the firing. The patient¿s condition is stable.